Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring urinary incontinence. The patient had experienced these symptoms for the past year. The previous aus was explanted and replaced with a new aus as a result. During the explantation, the physician noted that the patient had urethral atrophy. There were no malfunctions observed with the explanted aus. The patient was reported to be doing well at the end of the replacement procedure. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.